Event description:
The pt is implanted with two percutaneous leads from the same lot. It was reported the pt's leads had migrated and subsequently caused pain and discomfort in the lower abdomen and low back. The pt reported feeling stimulation in her chest. The pt underwent surgical intervention to reposition the leads. The pt reported effective coverage in the desired pain pattern. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.